Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system does not boot in application. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely screen was stuck at the start up and rebooted the system, but issue persisted and requested onsite support. The philips field service engineer (fse) checked the system onsite and found that the system does not start in application, it remains stuck on the page of the loading of the software and confirmed the issue to be related to corrupted software. To resolve the issue fse reload the pc suite/license/backup, check the configurations and operation. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.